Event description:
Related manufacturer reference number: 1627487-2022-00153. It was reported that the patient had an infection at the lead site. As a result, the patient was hospitalized with IV antibiotics and the scs system was explanted. Patient was discharged and prescribed oral antibiotics. The infection resolved over time.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.